Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. Treatment (following effluent analysis) consisted of vancomycin injection ip, 1 gram loading dose and ceftazidime injection ip, 1 gram loading dose. On (B)(6) 2011, the patient was hospitalized. The cause of the peritonitis was not reported. Action taken with dianeal therapy was not reported. Discharge date was not reported. The event was reported to be resolving. The reporter considered the event of peritonitis as not related to dianeal pd2 ultrabag therapy.